Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed. The reported complaint was able to be confirmed and duplicated. The backlight is failing. This issue will be internally investigated within vyaire.

Event description:
The customer reported while using the vela ventilator; the screen goes blank. At this time, it is unknown whether or not there was any patient involvement associated with the event.